Event description:
It was reported frost on the needle shaft occurred. An iceforce 2.1 cx 90 degree needle was selected for use in a cryoablation treatment procedure. Functional testing was performed before use in the patient. Water testing of all three needles was successful, with no bubbles were noted. During the procedure, the needle shaft froze. Sterile towels were used to protect the patient from skin burns at the puncture site. The needle was exchanged and the tumor was treated as planed successfully.